Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the side button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the side buttons and the pump electronics.